Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's lead exhibited no sensing and the impedance was high. The lead remain in use. No patient complications have been reported as a result of this event.